Manufacturer narrative:
The UDI for the gore® excluder® internal iliac component hgb161407 could not be provided as the lot number was unavailable. A review of the manufacturing paperwork could not be performed as the lot number was unavailable. (B)(4). The initially reported iliac branch component ceb231010/ lot# 16436741 with a reported separation of the leaving olive was not returned for investigation. However, a gore® excluder® internal iliac component hgb161407/ lot# unknown was received and investigated. The investigation showed that there was blood on the device and that the delivery catheter was broken after the leading olive. The guidewire lumen of the catheter had fractured after the leading olive. The deployment knob was no longer in the catheter. The findings from the evaluation are consistent with the physician's observations. However, the cause for the broken catheter could not be determined with the currently available information.

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm with involvement of the common iliac artery and was treated with gore® excluder® aaa endoprostheses as well as gore® excluder® iliac branch endoprostheses. After having deployed the gore® excluder® iliac branch component ceb231010 in the intended location, resistance was felt during the retraction of the device catheter due to a suspected wire wrap. Subsequently, the leading olive was found to have come to rest in the aneurysm sac after it had separated from the catheter and had completely come off the guidewire. Next, a gore® excluder® trunk-ipsilateral leg component was successfully implanted and the separated olive remained between the aortic wall and the trunk component. The patient tolerated the procedure.